Event description:
It was reported that during the implant and prior to the wound being closed the device was interrogated and a fault code was seen upon interrogation. The fault was related to a low battery capacity, which occurs when the device is in storage mode and the remaining capacity to explant is less then the storage capacity. The fault is intended to prevent the implant of the device that contains a battery that is not fully charged. A new device was used. This device was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. The reported fault code fc1001 seen was due to a high current condition that quickly depleted the battery.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during the implant and prior to the wound being closed the device was interrogated and a fault code was seen upon interrogation. The fault was related to a low battery capacity, which occurs when the device is in storage mode and the remaining capacity to explant is less then the storage capacity. The fault is intended to prevent the implant of the device that contains a battery that is not fully charged. A new device was used. This device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during the implant and prior to the wound being closed the device was interrogated and a fault code was seen upon interrogation. A new device was used. This device will be returned. No adverse patient effects were reported. Additional information is pending regarding the type of fault which occurred and will be provided in the final report.